Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, event 1. Set pump univ. Drops asv 123in 22ml prim vol 24ea/ca. Air in line or downstream occlusion alarm complaints see checklist. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs. Patient is norepinephrine dependent his bp (blood pressure) everytime there is a pump interuption his bp goes down. Changed lines 2 times already.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No samples were provided. Further investigation of the complaint is not possible. Since a sample was not provided for investigation, the exact root cause of this incident could not be determined. An approved project has been issued to address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.